Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018 the patient¿s lvad began alarming driveline fault. The patient was out of the country at the time and made it back report to clinic for alarm assessment on (B)(6) 2018. It was reported that during review of history there did not appear to be any other abnormal alarms or pump malfunction. The alarm was cleared but returned approximately 15 minutes later. The patient¿s system controller was exchanged. At the time of implant the patient was 234 lbs. The patient¿s weight had reportedly fluctuated between 265 and 300 since. The patient¿s current weight was reported as 280 lbs. Technical services compared log files from the initial system controller and the new system controller. Both log files showed that the same percutaneous lead phase caused the driveline fault alarm/event which indicated a percutaneous lead issue, not a system controller issue. Log file review confirmed that the driveline fault alarm returned on (B)(6) 2018. The patient was sent home and brought back for x-rays on (B)(6) 2018. Per technical services, the x-rays submitted showed some wear and tear near the external bend relief. On (B)(6) 2018, technical services performed a distal end percutaneous lead (driveline) replacement without issues. The patient¿s lvad was placed back on a regular grounded patient cable post replacement. The patient was expected to remain in hospital overnight for observation. No further information was provided.

Manufacturer narrative:
The evaluation of the replaced external portion of the driveline (dl) did not confirm an issue that could have contributed to the reported driveline fault alarms captured in the submitted system controller log file. A distal end driveline replacement was performed by a technical services representative on 14 feb 2018. Approximately 13 inches of the external portion/distal end of the driveline was returned. Rescue tape was observed 3 inches through 5 inches and 6 inches through 7 inches from the metal connector. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. Upon removal of the rescue tape, damage to the silicone jacket was observed 3 inches and 6 inches from the metal connector. Additionally, the bionate was bunched up and damaged 2.5 inches, 3 inches, and 6 inches from the metal connector. Multiple areas of shield breakdown were observed throughout the dl. The shielding was removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have contributed to the reported events captured in the log file. The driveline segment operated a test pump on a mock circulatory loop using a test system controller. The system was operated for over 30 minutes and the reported driveline fault alarm could not be reproduced. Manipulation of the wires did not cause any of them to fracture, indicating that the inner conductors were intact. A correlation between the driveline and the driveline fault alarms could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.